Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17594137 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, after a guide wire (v18) crossed the lesion, a saber 6mm 4cm 150 was inflated as a pre dilatation, however, it ruptured at about 10atm during its initial inflation. Rupture was confirmed by leakage of contrast media and no pressure rise. It was replaced with same size another non-cordis balloon catheter, and a non-cordis stent was implanted. The procedure was completed. The lesion was the superficial femoral artery. An approach was made from right radial artery.

Manufacturer narrative:
After a non-cordis guidewire crossed the lesion, a 6x40mm 150cm saber percutaneous transluminal angioplasty (pta) catheter was inflated for pre-dilatation. However, it ruptured at about ten (10) atmospheres (atm) during its initial inflation. The rupture was confirmed by leakage of contrast media and no pressure rise. It was replaced with same size non-cordis balloon catheter, and a non-cordis stent was implanted. The procedure was completed. The patient is currently doing fine. The lesion was the superficial femoral artery (sfa). The lesion had moderate calcification, no tortuosity and 90 % of stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). An approach was made from right radial artery. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use (IFU). The product looked normal when removed from its packaging. The device was properly prepped and it prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was 10 atm. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17594137 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderate calcification and 90% of stenosis) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis. As it has been discarded. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a guide wire (v18) crossed the lesion, a saber 6mm 4cm 150 was inflated as a pre dilatation, however, it ruptured at about 10atm during its initial inflation. Rupture was confirmed by leakage of contrast media and no pressure rise. It was replaced with same size another non-cordis balloon catheter, and a non-cordis stent was implanted. The procedure was completed. The lesion was the superficial femoral artery. An approach was made from right radial artery. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was the superficial femoral artery with moderate calcification, no tortuosity and 90 % of stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was10 atmospheres (atm). The product was removed intact (in one piece) from the patient. The patient is currently doing fine. Additional procedural details were requested but are unknown.